Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the patient's controller had no power alarm during software upgrade. It is out of service waiting for replacement. The patient had no impact with this event.

Manufacturer narrative:
Additional information received has determined that this event with MFR# 3007042319-2016-01081 is a duplicate complaint with MFR# 3007042319-2016-01514.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.